Manufacturer narrative:
Catheter: model: 8731, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the healthcare provider (hcp) was unable to aspirate fluid. Free flow of csf (cerebrospinal fluid) was observed on (B)(6) 2012. Patient had no signs and symptoms. Drug delivered via the device was lioresal. The pump was replaced later, reported due to normal battery depletion, prophylactic removal to avoid in-vivo battery depletion. Patient outcome was noted as resolved without sequelae as of (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.